Event description:
It was reported that during prep for a ptca procedure it was noted that there was extraneous material found on the proximal end of the guide wire. The device was not used in the pt.